Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not able to adjust stimulation. It was noted the patient saw the ¿call your doctor¿ icon with the power on reset (por) condition, starting the day prior to call. It was reported the por was a warning por and could not be cleared over the phone.

Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3777-75, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3986a, lot# n203194, implanted: 2009 (B)(6); product type lead product ID 3986a, lot# n198811, implanted: 2009 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was confirmed that the cause of the por was the patient was not charging the implantable neurostimulator (ins) as needed. The patient experienced lack of stimulation. Impedance check and reprogramming was performed. Patient education on charging was also done. All of the actions were successful. The patient was doing well and therapy was effective.